Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received. The reported lot number was confirmed from the packaging label. Surgical cloth was returned containing ptfe coating flakes. During the visual inspection, the surgical cloth was inspected and ptfe coating flakes were confirmed. The guidewire ptfe coating was examined under magnification and dried procedural fluid was present. There was also evidence of damage to the coating. Peeling/scraping of the ptfe coating was noted from the proximal end towards the distal end in several places from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers and no anomaly was noted. The core wire distal end was observed through the distal tip dome. Functional testing was not required as the reported event was confirmed based on the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, device prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. A torque device used with the guidewire, the coating issue was noted on the distal end of the guidewire after first pass into the microcatheter, when retrieving. While there was patient involvement, there was no patient impact. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was evident in several sections from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, physician found the pieces of the guidewire on the compress and while putting it back into sheath the green particles were on his hand. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, physician found the pieces of the guidewire on the compress and while putting it back into sheath the green particles were on his hand. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.